Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting 3 false negative results on themselves and 2 family members. Customer states they were symptomatic and were positive by another rapid antigen test later the same day. Report 2 of 3.